Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor did not apply and was therefore she was unable to test. Customer experienced symptoms of hypoglycemia and loss of consciousness. Customer had contact with healthcare provider and received unspecified treatment. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m000fntlfh has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated. No failure modes were observed on the sensor plug assembly upon visual inspection. Further investigation was not performed as the sensor pack and applicator were not returned. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor did not apply and was therefore she was unable to test. Customer experienced symptoms of hypoglycemia and loss of consciousness. Customer had contact with healthcare provider and received unspecified treatment. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.